Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer's bg levels began to rise despite multiple correction boluses; high bgs (270-430 mg/dl) were experienced consistently over a nine hour period. The pod eventually initiated an occlusion alarm, though no kink or blood was seen in the cannula. The pod was deactivated and will be returned for eval.